Event description:
It was reported that the right atrial (ra) lead exhibited p-wave amplitude variation. The patient was scheduled for an explant procedure. During the procedure, it was noted that the ra lead was failing to retract. The ra lead was explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.